Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder hemi arthroplasty. During the procedure, it was noticed that the release trigger was broken and would not release the trial. To remove the trial, the handle had to be broken. No patient impact reported. No further information was available.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As returned the trigger is disassociated from the handle axial pin and the handle axial pin seized. As a result the instrument would not release the trial. It is possible that the axial pin seized and in an attempt to release the trial the trigger was pulled hard and as a result the trigger got bent and disassociated. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.